Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. There was no physical damage. No broken components found. There was no problem detected. The instrument passed electrical continuity test in both grips. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that inspection of the fenestrated bipolar forceps instrument identified a detached screw, it fell off from the instrument. No patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not used during a procedure.